Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A device evaluation, and a review of the device history record (DHR) was conducted during this investigation. The device in question was returned and evaluated. Multiple scratches were noted on the top cover. The lamp life meter read a 0+hrs. All other functional tests were successful. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because the reported event could not be reproduced by the evaluation team, it is believed that the cause of the event was foreign matter such as dust, dirt, or chemical residue attached to the electrical contacts of the video connector. This was likely the result of insufficient cleaning. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
A b30 scope communication error was reported on the evis exera iii xenon light source device. There was no patient harm or consequence reported as a result of this event.